Manufacturer narrative:
This report is submitted on november 24, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced breakdown of skin at implant site and subsequently underwent skin revision surgery (date not reported). The issue could not be resolved, resulting in the decision to explant. The patients device was explanted on (B)(6) 2016. Re-implantation is planned but has not occurred as of the date of this report (B)(6) 2016.

Manufacturer narrative:
This report is submitted january 16, 2017.